Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, extrusion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and scarring. It was also reported that the plaintiff experienced bacterial vaginitis, urinary tract infection and rectal bleeding. The plaintiff underwent a revision surgery. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as probable cardiovascular collapse, probable coronary artery disease, hypertension, hyperlipidemia and hypothyroid.